Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 11. E1: patient city: (B)(6). Patient country: peru.

Event description:
Unomedical reference number (B)(4). Event occurred in peru. On (B)(6) 2024, it was reported that the patient faced infusion set was crimped at abdomen. The patient also reported that he got a bent cannula issue during insertion. No further information available.